Manufacturer narrative:
Product event summary: one controller and one battery with unknown serial number were not returned for evaluation. Log file analysis could not be performed as the log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms, are most often attributed to communication errors between the controller and batteries or the battery depleting below 10%. Additional products: battery / serial: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / serial: unk / model #: unk-battery / expiration date: unk, UDI #: asku, device available for evaluation: no, device mfg date: unk, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired at home. A neighbor heard a critical battery alarm going off on the controller, found them lying in their home, and called emergency services.